Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose level was 36 mg/dl. The customer also experienced symptoms of shaking, sweating, mental confusion and inability to follow simple commands due to low blood glucose levels. The insulin pump was on auto mode at the time of incident. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.